Manufacturer narrative:
Sietz et al. " failure of the hinge mechanism in total elbow arthroplasty." J shoulder elbow surg (2010). 19:368-375. No device or photos were received; therefore, the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. (B)(6). This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2016-00768).

Event description:
It is reported in a journal article that one patient exhibited osteolysis near the metaphysis of the humerus adjacent to the hinge mechanism and proximal ulnar component following elbow arthroplasty. No further information is available.